Event description:
It was reported that the external pulse generator was not pacing correctly. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the customer comment that the device was not pacing correctly. Analysis did note that it failed incoming vxi testing because its high-rate light-emitting diode flex was missing segments and although the testing was reran ten times it still failed. The rate on the counter was verified through a full range of settings and no anomalies were observed. Similarly the outputs on the oscilloscope were verified through a full range of settings and no anomalies were observed. Analysis further noted that the upper case was dented, the control knobs were contaminated, the lower case was broken and contaminated and that analysis was unable to be completed due to the customer's request to have the device returned to them unrepaired.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).